Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was observed with a polarity switch for high impedance. The impedance had gradually increased over the past years. Chronic high thresholds were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.